Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the applier was successfully used to ligate cystic duct. After completing ligation of cystic duct, a user attempted to ligate cystic artery but the user felt something abnormal with the clip. Then, he/she pulled the applier out the patient to find the clip was unlocked and the applier was broken. The clip fell but was removed from patient's body. No clips remain in patient.

Event description:
It was reported that the applier was successfully used to ligate cystic duct. After completing ligation of cystic duct, a user attempted to ligate cystic artery but the user felt something abnormal with the clip. Then, he/she pulled the applier out the patient to find the clip was unlocked and the applier was broken. The clip fell but was removed from patient's body. No clips remain in patient.

Manufacturer narrative:
(B)(4). The DHR for the alleged instrument was reviewed and found complete without any irregularities. This instrument was manufactured at the tecomet, inc. (B)(4) facility as part of a (B)(4) pc. Lot in march of 2017. The returned instrument was evaluated and as received the tube assembly where the jaws are attached is bent/damaged and the jaws are loose and misaligned and the jaw pivot pin is slightly popped and sticking out on one side of the tube assembly and the drive rod is bent at jaw engagement area thus we are able to validate this complaint. Parts were 100% visually inspected and tested at the tecomet, inc. (B)(4) facility before instruments were sent to customer. No irregularities were found and or reported at the time of inspection and assembly of the product, as this is a standardized process for all instruments manufactured at this facility. At this time it is un-determined what caused the tube assembly where the jaws are attached to be bent/damaged and the jaws to be loose and misaligned and the jaw pivot pin to be slightly popped and sticking out on one side of the tube assembly but mishandling at the end users facility is suspected.